Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -11.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens had tore during injection/delivery into the eye. Intraoperatively the lens was removed with no patient injury. The problem was not resolved. It was additionally noted the "patient returned to preoperative state and a new surgery needs to be booked". The cause of the event was noted as the device and indicated "plunger entrapped trailing end plate during insertion resulting in it tearing off".

Manufacturer narrative:
Additional data: b5- the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 of diopter -11.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens had tore/broke during injection/delivery into the eye. Intraoperatively the lens was implanted and removed with no patient injury. On (B)(6) 20022 the lens was replaced with the same model/length lens and the problem was resolved. The reporter indicated the cause of the event was the device and the device failed to perform as intended. Reportedly "plunger entrapped trailing end plate during insertion resulting in it tearing off". Claim# (B)(4).